Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during prime rewind and after a new battery was installed. The customer's blood glucose reading was 192 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing drive support sticker. The pump alarmed compromised force sensor system during the basic occlusion test due to the loose/protruded drive support disk. The pump passed the idle current test, run current and displacement tests. Unable to perform the off no power, unexpected restart, occlusion, prime, or no delivery tests.